Manufacturer narrative:
Correction to h8 field - updated to initial use of device: the instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed the initial findings. The instrument was placed on an in-house system and passed the energy recognition test but failed the energy delivery test. To clarify, the generator successfully recognized the instrument, but the instrument was unable to deliver energy. Continuity was tested on the instrument and failed on one of the grips. The instrument was disassembled, and the break was isolated to the distal end. The wire was cut ~3 inches from behind the wrist. Continuity was tested from the connector to the cut and passed. Continuity was tested again from the grip to the cut and failed. The break was isolated to the area where the conductor wire routes through the wrist. The conductor wire appeared rubbed and kinked at that location. The wire was stripped near the suspected break, and the broken wire was revealed. As the instrument was used for the full amount of lives, the conductor wire break does not appear to be the result of a manufacturing issue. The root cause of the broken wire will be attributed to the component's susceptibility to damage. The probable cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The probable root cause of the failed electrical continuity test is attributed to the broken conductor wire. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The instrument was found to have thermal damage on the bipolar yaw pulley. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. A review of the provided images is not consistent with the reported issue of the instrument having no energy in the clamp. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had no energy in the clamp. The procedure was completed with no reported injury.